Event description:
The service repair technician reported that during routine testing of the device at the service center, the main bearing leaked bearing fluid and contaminated gut shaft and encoder wheel. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service technician. Incoming inspection found the main bearing leak which contaminated the encoder wheel assembly. The technician replaced the main bearing and bearing seal and completed preventative maintenance. The unit operated to manufacturer specifications and as returned to clinical use. No additional action will be taken at this time.